Manufacturer narrative:
The reported event of lead was cut was confirmed. As received, a complete lead was returned in one piece with a guidewire inserted in the inner coil lumen. The cause of the reported event was isolated to damage consistent with those occurring at the time of implant. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant that the left ventricular (lv) lead was damaged by a cut created when removing the sheath. The physician elected to explant the lead and complete the procedure with a new lv lead. The patient condition was stable.